Manufacturer narrative:
(B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported the device had broken inner and outer blister packaging. Outstanding damage was not seen on the outer box, but the vinyl bag which wrapped the product was damaged. Since there was no alternative product, the product was autoclaved to use in the operation and it remains implanted.

Event description:
It was also reported that the event caused a delay between 1-2 hours as the product was autoclaved.

Manufacturer narrative:
(B)(4). The reported event is confirmed. The visual inspection of the returned package identified that the inner cavity and the outer cavity were cracked. It was also noted that the outer carton exhibits minor damage. It's unknown how many times it has been in transit in between hospitals, as the product was manufactured six (6) years prior. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. As the product was in transit for approximately 6 years and the outer carton showing minor damage, the cracked blisters may be caused due to movement of implant during transit. So the root cause for the reported issue is attributed to be product damaged in shipping/transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.